Manufacturer narrative:
Based on the provided information, the cause of the intra-operative complication leading to the patient's death could not be determined. It was reported that no malfunction of a davinci system, instrument or accessory was noted. Review of the device logs for the endoscopes and instruments used during the reported procedure found that none of the multi-use or single-use instruments have been used in subsequent procedures. Two endoscopes were used during the procedure and both devices have been used in subsequent procedures. A site history review shows no complaints have been filed against any of the instruments or the endoscopes. An advanced system log review found no related system errors occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Review of the device history records found no non-conformances were identified to be related to this complaint. Review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient underwent a radical prostatectomy with lymph node dissection. During the lymph node dissection, a bleeding event occurred in the region of the right iliac artery. Control was initially thought to have been achieved. However, the site re-bled several hours later which could not be controlled even after converting to open surgery. The patient ultimately died intraoperatively from this event. No allegation is made against any intuitive surgical instrument or product and the exact cause of the bleed is unknown. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical products contributed to this event.

Event description:
It was reported that a patient expired during a da vinci-assisted radical prostatectomy with lymphadenectomy procedure. During dissection of the lymph nodes in the right pelvis, bleeding from the ¿periphery of the right common iliac¿ artery occurred. It was documented that the vessel was not cut or lacerated with an instrument, and the area was not sealed. The reporter stated the cause of the bleeding was unknown as the surgeon was not available for clarification. Hemostasis was reportedly achieved via compression for 3 minutes and by increasing the pneumoperitoneum pressure to 15mmhg. After the surgeon and anesthesiologist confirmed that there was no bleeding, and the patient's vital signs were stable, the procedure continued with the left pelvic dissection. However, approximately 5 hours later, bleeding occurred again on the right side and could not be controlled. The operation was converted to laparotomy. No information was provided regarding the medical and surgical interventions rendered before or during the laparotomy. The patient ultimately expired intraoperatively. The specific cause of death was not known by the reporter. It was stated that there were no malfunctions or issues with the da vinci system or instruments, and no instrument cut the artery. No additional information was provided.